Manufacturer narrative:
(B)(4). To date, the actual device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent an exploratory laparotomy due to bleeding on (B)(6) 2014 and suture was used. During the first penetration of the needle into the patient¿s skin, the needle broke into two pieces. The physician recovered pieces of the needle. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The concerned needle shows a fracture in the area one-third of the distance from the attachment end. We received the broken attachment end which still attached with the thread. The other needle piece is not present. During visual inspection under a light microscope a several instrument marks were found at the attachment area and directly at the breaking point. This indicates that the needle was handled in that area. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage).